Manufacturer narrative:
The insulin pump was received with a failed battery test alarm after a battery change due to a not properly plugged in battery tube connector. The functional testing could not be performed, including the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. The insulin pump had a scratched case, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump returned a failed battery test, then lost power. Caller also reported that the insulin pump was not delivering insulin properly. Caller replaced the insulin pump's battery multiple times and received a failed battery test with each one. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).